Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump did not start. All attempts to troubleshoot failed and the pump was replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was use related. This report is being filed as part of a retrospective review of historical records.